Manufacturer narrative:
The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported may be consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported using product approximately 4 times after which he reported having an allergic reaction that resulted in swelling of the right eye. Consumer contacted his doctor''s office and was instructed to use an over-the-counter (otc) topical ophthalmic antihistamine/vasoconstrictor and an otc systemic antihistamine. The consumer visited a primary care doctor and reported that the doctor did not confirm the presence of an allergic reaction. According to the consumer, his swollen and puffy eye now resembled an infection. The consumer began use of a topical ophthalmic antibiotic and indicated that he may see an ophthalmologist regarding the event. Consumer declined to provide contact information for either medical professional and did not respond to requests for additional information. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.